Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented to clinic due to an infection. The patient has a history of drug use. There was vegetation noted on the right ventricular (rv) lead. The physician elected to explant the entire system. The patient condition was stable.